Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was accidentally dropped in her sink and stated she was in the process of loading her reservoir into the insulin pump and stated the pump began flashing off and on and smells of insulin in the reservoir compartment. The customer¿s blood glucose was unknown. Customer stated there was also insulin in the battery compartment. The drive support cap was normal. Advised to perform a self-test. Test was successful. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no keeps flashing off and on noted. Drive support cap was inspected and no anomaly was noted. Device received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.